Event description:
The customer reported that when the infraoccluded aortic catheter was placed in the ascending aorta it went backwards, the catheter became flatten, this causes high pressure and could not manage the antegrade cardioplegia. When removed the catheter was crushed. No patient injury was reported.

Manufacturer narrative:
Device evaluation anticipated upon product return from the customer.

Manufacturer narrative:
Evaluation: the catheter was visually inspected and multiple kinks were found just below the trifurcation hub of the catheter. Multiple kinks were also found at between 75 cm and 80 cm marker the high pressures and inability to deliver cardioplegia is most likely due to the multiple kinks observed on the device shaft. It is not known what caused the multiple kinks on the shaft or migration of the shaft in the aorta. Since the root cause(s) of the kinks on the device and the migration are unknown, no additional corrective actions other than training provided by clinical specialists are being taken at this time. Manufacturing records have been reviewed and there are no nonconformances associated with this device. Trends will continue to be monitored on a monthly basis and if further action is required, appropriate investigation will be performed.